Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cgm (continuous glucose monitoring) graph did not appear on the pump display. A pump reset was performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level.